Event description:
The device was returned for service. During service, the device had depleted batteries. The hospital representative stated they have no record of any patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed depleted batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which is in the implementation stage.